Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. It was also observed that when attempting to interrogate the device using a mobile programmer, only the programmed lv1-rv-coil vector was visible while all other vectors disappeared. A legacy programmer was used to interrogate and the other vectors were available for testing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-58 lead; implanted: (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the hybrid revealed the device set elective replacement indicator (eri)/ recommended replacement time (rrt) while implanted. Review of save to disk data showed an unexplained voltage drop beginning on (B)(6) 2024 while the device was still implanted. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There was no evidence of a high current drain condition on the hybrid and no hybrid anomalies were observed. Analysis of the battery revealed no observed abnormalities would cause premature battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.